Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blue powder on a homechoice automated pd set with cassette. This was observed during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an open pouch. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. There was no evidence of blue powder on the cassette. Functional testing was performed which included self-test and priming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.